Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported being able to verify straight suction and register phantom head without issue. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 3 millimeters inaccuracy when using the straight suction. The surgeon deemed being accurate in the same spot when using other instruments. It was not known in which direction the surgeon was navigating when the alleged inaccuracy with the straight suction was noted. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.